Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead changed it¿s natural shape according to the doctor. This made the access and manipulation to the right ventricle apex difficult. It was noted that the patient had a difficult anatomy. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.